Manufacturer narrative:
Section h3 & d10: the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that additional log file submitted and due to the suspected short-to-shield, the surgery schedule was finalized in (B)(6) 2020. The pump was explanted and hm3 was implanted on (B)(6) 2020.

Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of heartmate ii lvas, identified a compromised driveline that could have contributed to the pump stops, low speed, and low flow events which were observed in the submitted log files. The submitted log file contained data spanning from 205 days 22 hours and 47 minutes to 206 days 8 hours and 38 minutes. Throughout the captured data, there were 29 low speed advisories, 91 low speed hazards, and 42 pump stop events all of which occurred while the patient was supported by a power module. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file appear to be consistent with a damaged wire in the patient¿s driveline. The pump was returned with the driveline severed approximately 1 inch from the pump housing and two distal segments of driveline, measuring 7inches and 29.5inches respectively, were returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned attached to the inlet port; however, the flex section was cut in half prior to return. The proximal half of the flex section and the inlet extension were returned. The sealed outflow graft, with bend relief and bend relief collar, was returned attached to the outlet port. Continuity and hipot testing were performed on the 7 inches and 29.5 inches distal portions of driveline, which did not identify any breaches to the wires that would have resulted in the reported event. An electrical continuity test of the pump end portion of driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this intact testing, even with manipulation of the driveline. Removal of the bionate and shielding confirmed a breach in the wire insulation of the orange wire adjacent to the pump housing. The conductors of this wire were exposed. The insulation breach of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The observed breach in the insulation of the orange wire adjacent to the pump housing had the potential to result in pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as a power modular or mobile power unit. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 12oct2017. The heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline. The heartmate (hm) ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient was readmitted from (B)(6) 2020 for the pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the log file analysis revealed that the vad was failing to maintain the set speed causing multiple low speed hazard, low flow hazard and pump stop alarms. The end of the log appears to show the pump was disconnected from the controller. The issued occurred while the vad was connected to the power module. Possible short-to-shield was identified as a possible cause of the event. The patient presented with no symptoms. A pump exchange was planned. No x-rays are available. No additional information provided.